Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed at the distributor. The reported problem (battery/charger faults) was confirmed. Upon investigation the monitor battery connector j1 had corrosion on it, preventing the battery to power the monitor. The cause for the failure was isolated to contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving battery or charger faults.